Event description:
It was initially reported that after a da vinci-assisted incisional hernia ipom procedure that was completed on (B)(6) 2021, the patient was readmitted to the hospital two days postoperatively on (B)(6) 2021 with unspecified symptoms and alleged ¿burn marks on bowels¿. The site reported using a monopolar curved scissors (mcs) instrument with an mcs tip cover accessory during the initial procedure with the erbe generator setting at 4. The site did not have a root cause for the burn marks that the patient sustained. The patient was reported as still being in the hospital at the time of the initial report. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The monopolar curved scissors (mcs) instrument used during this event was requested to be returned for analysis, but it has not yet been received for additional investigation. A follow-up MDR will be submitted if additional information is obtained.system error log review was conducted for a procedure on adverse event (B)(6) 2021 on system sk4748. There were no events in the log specific to an mcs instrument or the generator. All of the entries in the logs after following mode was achieved were related to audio/video and were class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction)); none of which are suggestive of a product issue. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Mcs pn 470179-19 // ln: k13210802-0265 // sn: (B)(4) was in use for 19 minutes, had 8 of 10 uses remaining, and has not been used in a subsequent procedure. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments.no image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event.this event is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient returned to the hospital with unspecified symptoms and burn marks on their bowel. At this time, the root cause of the patient's injury remains unknown.blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable.the expiration date is not applicable. Implant date is blank because the product is not implantable.information for the blank fields is not available..fields PMA/510(k) number and adverse event are not applicable.